Manufacturer narrative:
As the device was not returned for evaluation, the investigation is limited to review of the supplied system controller log file. There was a no external power alarm while on power module. This is usually caused by the power cord coming loose at the mobile power unit (mpu) causing a bad connection or the plug being pulled out of the wall outlet. The mpu did take over and run the pump as intended. There were no other unusual events. No additional information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 5 months (calculated from the date when the mpu was issued to the patient.) The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. The manufacturer¿s technical services representative reviewed the submitted log file and observed a no external power alarm while the system was connected to the mobile power unit (mpu); the emergency backup battery was in operation at the time of this event. The patient was asymptomatic. Technical services reported that the event could have been due to a loose ac power cable on the mpu. Additional information has been requested but not yet provided.